Manufacturer narrative:
The customer reported that the system displayed a system message (sm) - [footswitch eeprom read failure], during a procedure and the system froze. The customer attempted to resolve the reported non-conformity by clearing the displayed sm but was unsuccessful. The procedure was delayed approximately 2 hours while waiting for the system to be repaired. The customer was able to use the system to complete the surgery after the system was repaired. The company service representative examined the system and replicated the system message (sm). The sm was due to a non-conforming footswitch cable, which was replaced to resolve the problem reported. After replacing the footswitch cable, the company service representative confirmed the system functioned normally. In addition, the company service representative attended surgery to monitor the system performance. The company service representative noted the system performed normally and the reported non-conformities did not recur during the surgery attendance. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 16, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message can be attributed to the non-conforming footswitch cable. The system was found to function normally; therefore, the root cause of the reported event of ¿system froze¿ cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens implant procedure the system displayed a system message. The capsule had been removed. The surgeon was unable to clear the system message and the system became non functional. There was a delay of two hours while the system was repaired before the surgery was completed. There was no harm to the patient. Additional information has been requested and received.